Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the rewind motor sounds like it's having a hard time, noise, and is loud. The customer also reported the buttons stick and the alarm sometimes quiet. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Troubleshooting was not performed for the keypad anomaly and the beep/vibrate anomaly/constant tone. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. All button function properly. The pump history file/traces download was successful using thump. Unit uploaded properly to the carelink software or and communicate properly. No motor anomaly found on the event date. No audio/vibrate anomaly and no motor anomaly/ loud noise during rewind and testing. Units were cut/open and inspected no moisture damage or component damage found inside the pump. I tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case (battery tube). Activation-keypad/button unresponsive not confirmed, alarm-audio/vibrate anomaly/absence of alarm not confirmed, drive/motor anomaly not confirmed, drive/motor anomaly-rewind not confirmed and damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.